Manufacturer narrative:
The reported complaint of tcmid:05 (coolant diif failure) error message on the thermogard xp ivtm system ((B)(4)) was confirmed during event logs review but not during power on. It was determined that the root cause of error tcmid:05 was due to defective pic-hsg. To remedy the issue, the thermogard console's pic-hsg was replaced. The system was tested and as expected, it passed all functional tests and ready for therapy use. During visual inspection, minor scratches and dents on the top lid, white rollers are worn and rear display fan was noisy were observed. The minor damaged top lid, white rollers and noisy fan identified were replaced as a result of wear and tear. These issues were not related to the reported complaint. The thermogard xp ivtm system is a reusable device and was manufactured in december 2016. The initial functional testing passed all the functional tests requirement. During archive review, error message tcmid:05 (coolant diif failure) was identified on the date when the issue occurred in the event logs. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system serial number (B)(4).

Event description:
As reported, during console re-warming, the thermogard xp ivtm system ((B)(4)) prompted error code tcmid:05 (coolant diif failure). The console was not in use due to continuous error codes display during power on/off. No patient involvement.